Event description:
It was reported that the 2600 system would not fluoro during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation key was found off. The voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.